Event description:
Blood clot (leg). Consumer with a history of osteoarthritis (oa). The patient also has a medical history significant for varicose veins, asthma, and "sleep problems". While in therapy with synvisc the patient was concomitantly taking mobic for their oa, 15-mg qd. The patient received a first series of three synvisc injections in both knees in "the summer of 2000" and experienced no adverse events. Later that year, the patient was administered two injections of a second series of synvisc in both knees. The patient reported that "within a day or so following the injections they traveled on an airplane (date unknown)" and they could feel their legs bothering them at that time." One week later the patient received the third set of injections of synvisc in both knees, and the following day developed pain in their left leg, which continued to worsen. Two days later the patient reported that they "could barely walk." Three days later the patient was hospitalized and diagnosed with a blood clot in their left leg. While in the hospital the patient received IV heparin, and 24 hours later the patient was discharged. The patient continued to receive heparin injections at home for seven days followed by coumadin. At the time of this report, the patient was "alternating 10-mg and 5-mg coumadin tablets once daily, "and their clinical outcome was unknown. Qa investigation results: the review of synvisc product release data did not indicate trends that could be associated to any product complaints. -2002: hospitalized for 24 hours and received heparin via IV administration. -2002: heparin injections at home, followed by coumadin. -2003: alternating 10-mg and 5-mg coumadin tablets once daily.